Event description:
Reporter indicated that pt's device "went off full blast" causing severe pain approximately one minute after being lightly hit in the chest in the area of the device. It was reported that the device continued to stimulate this way every 30 seconds for ten minutes until the pt could get to a magnet and use it to stop stimulation. Further follow-up concluded that the event has not occurred again.